Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits abrasions, fully erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, an expired fiber card message was received at 0 joules of use. The method used to completed the procedure was not reported. Patient outcome: "no injury to patient".